Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation at an unknown date. Reportedly, x-ray images obtained identified a lead separation and fracture. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a new model. Effective therapy was restored postoperatively thus resolving the issue.